Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to a blood glucose level of 619 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline, insulin, potassium and magnesium, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the patient line had become stretched and subsequently broke. The cartridge was changed and insulin delivery was resumed.